Event description:
A gel-e-donut was removed from a sealed bag and a black spot was noted that was concerning for mold. Exam of existing stock of this product, revealed additional gel-e-donut products with black spots. All product was pulled from all stock locations and the MFR was notified. Of 131 individual gel-e-donut units, (B)(4) were found to have to have black spots or discoloration. Product use was discontinued in this hosp. Culture of affected product sent to our hosp lab. Rapid detection of mold specific quantitative polymerase chain reaction test showed spores detected (cladosporium sphaerospermum, cladosporium cladosporioides. Products were returned to company.